Event description:
Exeter bone plug introducer with the trumpet/ flared tip was being used to place a small piece of bone down the femur, as the surgeon used the patient's own bone instead of exeter bone plug for an exeter stem. Whilst trying to remove the introducer from the femur, the handle came off. The surgeon got the rest out; however, it was noticed that the cross pin which keeps the handle on the shaft was missing. A radiologist used the image intesifier to see if the pin had fallen into the wound/op site- which it wasn't located after a number of x rays. It could not be located anywhere else after surgery either. The operation went well otherwise and the procedure was delayed by about 20-30min trying to find the cross-pin (off label use- which the surgeon was made aware of.)

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding alleged handle disassembly involving an exeter plug introducer was reported. This event relates to the handle unscrewing from an exeter plug introducer & the cross pin which keeps the handle on the introducer, was missing. As documented in the exeter v40 surgical protocol, lsp72-en, rev.1, the appropriate intramedullary plug is mounted onto the introducer. The plug introducer comes with two alternative distal attachments, onto which the plug is mounted. However in this case, the surgeon used the exeter plug introducer to place a small piece of bone down the femur, instead of using an exeter bone plug. This is considered off label use- which the surgeon was made aware of. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time.

Event description:
Exeter bone plug introducer with the trumpet/ flared tip was being used to place a small piece of bone down the femur, as the surgeon used the patient's own bone instead of exeter bone plug for an exeter stem. Whilst trying to remove the introducer from the femur, the handle came off. The surgeon got the rest out however it was noticed that the cross pin which keeps the handle on the shaft was missing. A radiologist used the image intensifier to see if the pin had fallen into the wound/op site- which it wasn't located after a number of x rays. It could not be located anywhere else after surgery either. The operation went well otherwise and the procedure was delayed by about 20-30min trying to find the cross-pin (off label use- which the surgeon was made aware of.)